Event description:
Reportedly, the instrument did not place properly formed staples on the tissue and the surgeon decided to perform a laparotomy to address the situation and complete the case without further incident. Pt status: no pt injury reported.